Manufacturer narrative:
(B)(4). Q core ltd (MFR) is submitting the report on behalf of (B)(4).

Event description:
The event reported by a customer from USA: (B)(6) was working with clinicians in labor and delivery at (B)(6). At around 8:30 am she was called into room 5 to review the air in line alarm. At the time she was told that the bag ran dry prior to the completion of the set infusion. Bag of fentanyl (100 ml). Vtbi set for 80. Clinician stated that the bag ran dry prior to end of infusion. No bolus pulled from bag prior to spiking the bag. Priming method: primed on the pump. The pump was set at 10 ml hr with a 5 ml bolus available every 10 minutes. The clinician changed bag and then received air in line shortly after start of infusion on second bag. The catheter used was bbraun perfix fx continuous epidural set (product code ce17tfc) and the sapphire set ap402-01. Additional info received on (B)(4) 2015: the pump was received with 19 g catheter.